Manufacturer narrative:
(B)(4): the device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplement report will be provided when the investigation is completed.

Event description:
It was reported that a pump alarmed system error 322. It was also reported that there was no patient involvement.